Manufacturer narrative:
Follow-up #1: date of submission: 12-mar-2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03-may-2018 with the following findings: review of the black box data revealed record of a rewind error on (B)(6) 2018. On investigation, the pump powered on and was exercised for 24 hours without duplication of call service alarm 70.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was alleged the pump emitted a call service 70 alarm. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.